Event description:
The patient contacted animas on (B)(6) 2012 reporting that the up, down, and ok buttons had a delayed response which began about two months ago. The patient reported that there was no noted damage to the keypad. The patient reportedly wore the pump in a pump case in a pocket and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): there was no vibration due to misaligned vibrate motor pins.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, the ok and contrast keypad buttons were delayed and required multiple presses to respond; the up arrow and down arrow keypad buttons were unresponsive. During investigation, evidence of corrosion was found under all key contacts.